Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the proximal set up joint to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during the docking process, several recoverable errors occurred on arm1. The customer was performing a procedure that required only three arms, so they disabled arm1 to continue with the operation. The logs indicated error 32100 on proximal set up joint (psu)j1. The customer reported event has no report of patient injury.

Manufacturer narrative:
The unit was returned for failure analysis with a reported problem was confirmed and replicated. In logs, error 32100 was found, indicating a local hardware IV monitoring fault reported by the arm controller set-up (acu) on the set up joint (suj) proximal, pointing to the linear brake, thus confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode, where it triggered the same error, thus replicating the reported event. The unit was then installed where the horizontal brake failed to unlock, with log error 32100 again. A golden acu was installed, but the unit still failed. Based on these findings, failure analysis concluded that the horizontal brake behavior is consistent with the reported problem and is considered the potential root cause.

Event description:
Refer to h11 for follow-up information.